Event description:
The customer reported that she was hospitalized for blood glucose levels above 500 mg/dl. The customer changed the infusion set multiple times due to no delivery alarms, but she continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test. However, the customer stated that the daily totals were not adding up correctly. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.